Event description:
There was no pt involved in this event. The device was switching itself on automatically. A device in this fault mode, if left undetected could result in failure of the device to perform as intended, if required.